Event description:
The hosp reported that during an endoscopic vein harvesting procedure, after they had completed the dissection, the harvester noticed a crack and a piece missing from the proximal end of the vasoview 6 evh system dissection tip. They went back in but could not find anything. They are not sure if the crack and missing piece was that way before they began or if it happened during the procedure. Since this part of the procedure was completed, no additional kit was used. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on apr 23, 2010, for investigation. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device is returned and the investigation is completed. (B) (4).